Event description:
It was reported that an unexpected reset occurred. There was no information provided regarding the blood glucose level impact. The pump was set to be returned for evaluation while a replacement was provided to the customer.